Event description:
It was reported that a homechoice pro had an unknown fault. The specific issue was not reported. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2001. The homechoice device was returned to baxter healthcare for evaluation. Internal and external inspection was performed with no issues noted. A return instrument test/evaluation (rite) electrical test, a rite functional test, and a simulated therapy were performed without noting any issues. An event history log review was performed, and several instances of the check patient line alarm were discovered. Upon conclusion of the evaluation, it was determined that the instances of check patient line alarms are most reflective of the reported problem. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. The cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.